Event description:
A customer contacted beckman coulter inc. (Bci) reporting that a wash concentrate bottle leaked. No injury was reported.

Manufacturer narrative:
The customer was sent replacement. Bci cts (customer technical support) requested customer to ship the reagent bottle back for investigation.